Event description:
Customer stated, "the unit sparked." Customer did not claim injury. Product was returned. The investigator observed a break in the cord. The investigator determined that this break caused the spark reported by the customer. The investigator determined the break in the cord was caused by the standard use of the product over 10 years. The manufactures life of the product is 4 years.